Manufacturer narrative:
(B)(4) the customer returned one, opened cvc kit containing multiple components for analysis. The guide wire assembly will be analyzed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis revealed that the distal end of the guide wire was returned partially retracted in the blue advancer tubing, which is not the intended assembly procedure for this device. Two kinks were observed at the window of the advancer; however, when assembled correctly, the kinks would have been located within the blue advancer tubing. The kinks in the guide wire measured 29mm and 40mm from the distal weld. The guide wire total length measured 601mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The IFU provided with the kit informs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into intro ducer needle". The guide wire was inserted through the returned ars/introducer needle subassembly. Minor resistance was observed due to the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. The manufacturing facility r esponsible for the guide wire/tubing assembly was contacted as part of this complaint investigation. They indicated that the guide wire assemblies are 100% inspected by the operator. The also stated that "the distal j-bend is not inserted into the cap, the wire is inserted by gravity into the set and the distal j-bend is free throughout the process. Then is the cap fitted to the distal j-bend. The swg set is 100% inspected by the operator, including the correct fitting of the cap and the failure of the guidewire". A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was pa rtially retracted into the blue advancer tubing. In this position, the kinks were located at the advancer window. When assembled correctly, the kinks would have been located within the blue advancer tubing, protecting it from damage. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report, the sample received, and the comments from manufacturing, the root cause cannot be determined at this time as it is unknown if the guide wire was assembled incorrectly, or if the customer partially retracted the guide wire before shipping. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The spring wire guide was kinked prior to patient use.no patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
The spring wire guide was kinked prior to patient use. No patient involvement reported.